Event description:
A patient reported exeriencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 238 mg/dl vs. 192 lab. Tests were done within 10 minutes with a difference of 24%. Patient did not experience any adverse events.